Event description:
5.5mm ti cancellus locking screw 24mm threaded length was revealed by x-rays to have backed out of plate approx 5mm. Surgeon is monitoring pt and has no plans to explant at this time.